Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited signficant noise with oversensing since (B)(6) 2016, resulting in an inappropriate shock and inappropriate atp. More recently, this oversensed noise resulted in an inappropriate burst of atp and greater than two seconds of pacing inhibition. It was unclear whether the patient was pacer dependent as the device rv paced 1%. Technical services (ts) reviewed possible causes and troubleshooting options, and possible lead integrity concerns were discussed. This ICD system remains in service, however further evaluation was recommended. No additional adverse patient effects were reported.